Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of the microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide the detailed information such as the number and the type of microbes. Also it was not provided other detailed information on the reprocessing method. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, the biopsy channel, the air/water channel and the auxiliary channel. The testing result cleared the german guideline. In addition, (B)(4) confirmed the followings in the evaluation of the subject device. Lg/ccd cover glasses damaged (chipped - stained - scratched). Distal end damaged (cracked - dented - missing - stained). Bending section rubber¿ glue condition was porous. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus europa (B)(4) for the evaluation. In the evaluation, (B)(4) confirmed no irregularity. Omsc cannot conclusively determine the exact cause of the reported phenomenon. If additional information becomes available, this report will be supplemented.